Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown synex ii implant. Part and lot numbers were not provided by reporter. Other number¿UDI: unknown part number. UDI: is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016, due to a collapsed syntex ii implant and a broken dorsal spine rod. It was reported the patient had back pain and bladder weakness. The patient also had increased kyphosis in the segment where the implant collapsed. The devices were initially implanted on (B)(6) 2009. The synex ii implant had completely collapsed but had not dislocated from position. During the revision surgery, the surgeon decided to leave the syntex ii implant in place and renewed the dorsal hardware. The surgery was successfully completed. This report is for one unknown synex ii implant. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.